Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU after the introducer needle was inserted, during aspiration of blood, air was sucked in to the syringe. Aspiration of saline from a cup was done with the same result. The syringe was replaced with a new one, but still the same result. Finally a new cvc kit was opened and a new introducer needle was used and the catheter was inserted without any further issues. The user stated that the leak was from the needle/hub. There was no delay in treatment, patient complications or death reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this introducer needle is already being investigated for the same issue. The probable cause is undetermined. Further investigation is being conducted by the spec developer.